Event description:
It was reported that the cutting loop broke off in patient during use. No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Procedure that was performed on the patient was blue light transurethral resection of the bladder tumor. The surgeon was able to retrieve all of the pieces. Update sections a2 and a3a. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: the returned product was inspected in the warehouse and compared with the customer's information; the described defect was confirmed. In item 27040gp130, batch number wl17, a break in the cutting loop was detected at the distal end. The most likely cause is assumed to be excessive mechanical stress on the cutting loop. This could have occurred if the product was used without activation (no power flow, foot switch not pressed). In this case, increased force is exerted on the cutting loop during use, which can lead to deformation, material fatigue, and ultimately breakage. It is therefore crucial to strictly follow the instructions for use and preparation to ensure safe use of the product. This event is filed under internal complaint ID (B)(4).